Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, after a successful 29mm sapien 3 valve deployment, during removal of the commander delivery system from the 16fr essheath the radiopaque marker separated from the esheath shaft. The delivery system and the esheath were removed together and a new 16 french esheath was inserted. An attempt to remove the radiopaque marker out of the vessel was performed. The marker migrated into the left femoral artery and the marker was successfully retrieved out of the vessel with a snare. The procedure was completed without any vascular complications. The patient was stable and transferred for post management care. The patient's access vessel minimum luminal diameter (mld) measured 8mm x 10mm. The vessel was reported to be mildly calcified and mildly tortuous.

Manufacturer narrative:
The expandable sheath was returned for evaluation and the complaint was confirmed. During visual inspection, the sheath shaft was fully expanded and no liner tear was observed; however, liner delamination was noted. Scratches along the length of the sheath shaft, minor distal tip damage and the c-marker band was not present inside the device. No other visual abnormalities were observed. No functional or dimensional testing could be performed due to the condition of the returned device (delamination and liner expanded). The manufacturing process for the esheath includes 100% inspections. These inspections make it highly unlikely that a manufacturing non-conformance occurred according to the current manufacturing specifications. The complaint was confirmed for ¿sheath distal tip- separated marker¿ and ¿sheath distal tip ¿ liner delamination¿ based on the condition of the returned device. However, review of manufacturing mitigations supported that it is unlikely a manufacturing non-conformance was the source of the complaint, and a review of available information (complaint history, lot history, and DHR review) was unable to identify any manufacturing non-conformances. Therefore, no manufacturing non-conformances that could be related to either complaint were identified. The IFU and thv training manual instructs the users to ensure the flex tip is over the triple marker band, the balloon is completely deflated, and the delivery system is completely un-flexed prior to retrieval of the delivery system. Failure to ensure the aforementioned instructions are met may result in the delivery system negatively interacting with the sheath distal tip and/or liner during delivery system retrieval. Alternatively, a non-optimal withdrawal angle/coaxility of the delivery system in relation to the sheath due to the aforementioned procedural factors or patient factors (tortuosity/calcification) may also cause the delivery system to interact negatively with the sheath distal tip and/or liner. Such conditions may result in the delamination of the liner and sheath distal tip delamination may result in the marker band becoming exposed and separated. As reported, the patient had mild calcification and tortuosity of the access vessel. Although a definitive root cause could not be determined, in this case, it is possible that procedural factors (such as failure to follow proper retrieval techniques described above) and/or patient factors (access vessel tortuosity or calcification) likely contributed to the complaint event. The complaint was confirmed; however, no manufacturing non-conformances were identified. Available information suggests that patient (vessel calcification/tortuosity) and procedural factors may have contributed to the event. No labeling or IFU/training inadequacies were identified. Review of complaint history for the month of april 2016 revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative actions are required.